Event description:
Event description guidant received information that this patient was seen at a follow-up for his implantable device and had an impedance reading of >3000 ohms, along with noisy signals.